Manufacturer narrative:
The complaint unit was received from the field for eval. Refer to eval # (B)(4) - no notable defects during visual inspection. During testing received "fluid path blocked" "error message. Upon internal inspection, excessive loctite was found in the compression net. Handpiece was disposed of on (B)(6) 2014, the DHR for microtip lot # 28013-05 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4). No significant trend was observed. A review of console history (sn # (B)(4)) was performed during the months of (B)(4) 2013 and showed that this was the first and only reported complaint originating from this console. No significant trend was observed. A review of the complaints database during the months of (B)(4) 2013 showed that there were four (4) complaints reported from this facility. The console was not requested for eval because the complaints reported from this facility do not indicate any issues with the console. This facility will continue to be monitored for future reported complaints.

Event description:
The irrigation blocked message appeared 4 times but there was nothing occluding the green tubing at ay point, from what we could tell.